Manufacturer narrative:
The device was returned as part of the asset return process and the following was found: a dark foreign material resembling glue was found inside of the nozzle with some brown spots, which was most likely traces that remained from previous procedures. Additional findings include the following: the air / water cylinder had no color, the suction cylinder had no color, the switch flexible printed circuit board had corrosion due to water leakage, the scope connector case unit was dirty, the circuit board unit in the scope connector was dirty due to water leakage, a noisy image occurred due to damage to the plug unit, and the connecting tube had buckling. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunction was found: a dark foreign material resembling glue was found inside of the nozzle with some brown spots. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction: h4 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the air and water supply nozzles were clogged with a black foreign substance resembling adhesive, but was unable to identify what the foreign substance was. There have been no reports of deformation or damage to the air/water nozzles and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.